Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the set screw for the device "came out." The physician did not want to use the device and implanted a new device. It was further reported that within twelve hours of the procedure the tined lead became dislodged and high threshold was found. The lead was explanted and a new screw-in lead was implanted. No patient complications have been reported as a result of this event.